Event description:
On (B)(6) 2013, the distributer contacted animas, alleging a power (power issue) issue. The pump reportedly was rebooting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed multiple "power on resets" and reboots observed in the black box history on (B)(4) 2013. There was no damage, moisture or contamination was found to the battery compartment. The battery cap tightly secured to the pump with no power loss noted. The pump was exercised for 24 hours; no power loss or battery related warnings were duplicated. Electrical current draws were found to be within specification. Unrelated to the complaint, the display screen was found to be faded, discolored and difficult to read.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).